Manufacturer narrative:
It was reported that there was a pressure reading issue. The failure occurred prior to use, during priming. There was a p-int malfunction. P-int and p-delta could not be read. The hls set was exchanged, and the failure did not re-occur. No harm to any person has been reported. A getinge field service technician (fst) was sent for investigation. No parts were replaced. The pressure failure was resolved by replacing the hls set. The customer has not granted access to the cardiohelp unit. No service was requested by the customer. As the cardiohelp is not available for investigation, no exact root cause could be determined. Additionally, according to the risk file v24 of the cardiohelp device the following root causes can lead to the reported failure: wrong pressure information e.g.: wrong pressure information e.g.: defective / disturbed (emi) pressure sensor. Response time is too long. Too high / low atmospheric pressure. According to the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.4, chapter "preparation and installation" and quadrox-ir small adult / adult, chapter "priming the system") the pressure sensors have to be calibrated and checked before priming. Furthermore, the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. No device history review could be performed as the serial number was not available. The cardiohelp serial number was requested via onetrack communications grid and via email reminder. The review of the non-conformities has been performed on 2025-06-23 for the period of the first nc implemented to 2025-06-10. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "pressure reading issue" could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since the serial number of the affected machine has not been provided. Despite several attempts from sales and service unit to contact the customer to provide further information regarding the event and the machine involved, no further information has been received. Therefore, it is not possible to identify the serial number of the machine in question and therefore its UDI number.

Event description:
It was reported that there was a pressure reading issue. There was a p-int malfunction. P-int and p-delta could not be read. The hls set was exchanged, and the failure did not re-occur. No harm to any person has been reported. Any pressure issue or pressure reading issue can lead to a pump stop if the failure occurs during treatment. Therefore, a report is required. Complaint ID: (B)(4).